Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: unknown if the lens was implanted and unknown if explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a bad haptic. No further information was provided.

Manufacturer narrative:
Additional information/corrected data: additional information was received and it was learnt that there was no patient contact and no patient injury. Another lens was implanted in the patient's eye. Reportedly, the issue was due to a loading error. This event has now been determined not to be a reportable event. (B)(4). Device available for evaluation? Yes. Returned to manufacturer on: 08/04/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed loose fibers/particles and residue of viscoelastic solution on the lens, indicating that the unit was handled and prepared for surgical use. Part of the lens edge was observed broken. One of the haptic was observed distorted. The other haptic was observed broken. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.